Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was hospitalized with ovarian endometriosis and underwent surgery. During the suture of the ovarian wound in the abdominal cavity, the connection between the needle and the suture suddenly broke and the nurse immediately replaced a set of needle which could be used normally. The failure to suture the wound in time in this incident led to increased bleeding and prolonged operation time, which increased the patient's risks. The surgeon replaced the device to resolve the issue.